Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed depositions within the inflow cannula and rotor, which would have contributed to the reported left ventricular assist device (lvad) internal fault alarms due to the pump having an elevated pump temperature. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 5¿ from the pump housing. An additional segment measuring approximately 9¿ was also returned. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the sealed outflow graft bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. The pump appears to have been exposed to a fixative (e.g. Formaldehyde) post-explant. Examination of the blood-contacting surfaces revealed depositions in the distal end of the inflow cannula, as well as the eye and vanes of the rotor. The distal end of the inflow cannula contained a strand-like deposition, which appeared to consolidate into a firm, cylinder-shaped mass. The cylindrical portion of the deposition was protruding from the distal end of the inflow cannula and would have been positioned inside of the rotor eye prior to pump disassembly. A hard, tan deposition was also observed within the eye of the rotor. Firm, red depositions were also observed within the vanes of the rotor. The remainder of the pump contained depositions of fixed blood. Evaluation of the submitted log files confirmed lvad internal faults beginning on 30oct2023 at 07:02:27 and lasting until 09:41:53, when the driveline was disconnected. The observed lvad faults were due to an elevated pump temperature. The captured events appear consistent with the observed depositions being in contact with the rotor during pump operation, which would have contributed to the elevated pump temperature. Based on the appearance of the depositions and the sequence of events captured in the log files, the observed depositions appear to have been ingested into the pump during support. This evaluation could not determine the origins of the depositions. However, histological analysis revealed that the depositions were fibrin clots with mineralization and little host cell infiltration. After disassembly and cleaning, the pump was reassembled and operated on a mock circulatory loop; the pump functioned as intended in accordance with manufacturing specification. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2023. The cause of death was unknown. The care provider received a call from the family that the patient passed away at home. The patient was transferred to johns hopkins to declare time of death. Log files were sent for the controller. A review of the log file revealed lvad internal faults due to a circuit over-temperature condition. The pump temperature's highest value was 65 degrees celsius.